Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. Quality personnel tested attachment and found it failed to meet specs. The attachment then was disassembled and microscopically inspected to find a possible cause for the rise in temperature. The head and set components displayed a slight amount of debris and components were dry. Head tail, head, main drive dog and set gears were slight to moderately worn and displayed slight to moderate amounts of corrosion. All components were dry. The cap button underside and set pusher displayed a wear mark which indicates a possible contact point. All cap end and bur end bearing components were dry and displayed slight debris on some components. The o-rings were damaged and the o-ring mounts were corroded. Although the attachment was in operational condition, the inner components indicate that a lack of maintenance may have contributed to the increase in temperature reported by the complainant. The lack of maintenance could have caused the corrosion noted above and therefore even more friction and heat.

Event description:
In this event a doctor reported that an estylus 1:5 ca attachment overheated. There was no injury or intervention.